Event description:
It was reported that the video system center had its power button stuck, and had no image. The issue was found during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.